Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (exposed wire) has been confirmed. Upon investigation the electrode belt trunk cable's red wire was severed and exposed. The root cause for the severed and exposed red wire was physical abuse. No adverse event resulted from the open wire.

Event description:
A us distributor reported that a patient's electrode belt had exposed wires and was causing a service code 204.